Manufacturer narrative:
(B)(4). The actual pump involved in the event was returned for evaluation. The pump was tested three times for volumetric's with a rate of 250 ml/hr and a volume to be infused 25 ml and the pump performed within specification: first test: 24.8 ml or 99% of expected volume in 6 minutes 0 seconds. Second test: 24.9 ml or 99% of expected volume in 6 minutes 0 seconds. Third test: 24.9 ml or 99% of expected volume in 6 minutes 0 seconds. Multiple attempts to obtain additional information have not been successful. Without the actual infusion parameters or date of the reported event, further evaluation was not possible. Based on the results of this investigation, the pump operated as intended. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
(B)(4).